Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down and the display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "unit shuts off" was verified during evaluation attributed to a defective digital board. The digital board was replaced to resolve the problem. The customer's report of "distorted display" was not observed or verified during testing. The device was put through extensive testing with no fault found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.